Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) would not move from its location at the base of the penis when pulled. The patient also noted that the pump was difficult to operate and the fluid did not remain in the cylinders. The patient reported extreme pain with a full bladder and suspects it is due to a previous reservoir which remains implanted. Additionally, they stated that their penis is numb, and they speculated that the physician may have cut a nerve during surgery. Upon clinical evaluation, no device anomaly was detected. A boston scientific patient representative provided training material and indicated that the rehabilitation process could take some time, especially given that the patient has suffered from erectile dysfunction for many years. No additional patient complications were reported